Event description:
Related manufacturer reference number: 3006705815-2023-03204, 3006705815-2023-03206. It was reported that the patients system was experiencing high impedances and an ipg that had reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.